Event description:
It was reported that the user was cleaning when the infusion tubing caught and pulled the ilet off the body, the pump fell to the floor, and the screen delaminated, after which the device was difficult to use and the user reverted to multiple daily injections. Symptoms included no reported injury and no reported change in blood glucose. Outcomes included interruption of pump therapy and replacement arranged with return of the original device. Investigation included collection of event details and user troubleshooting. Investigation of this case revealed physical damage to the display assembly consistent with impact after accidental pull on the infusion set, with loss of normal device usability. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage due to external mechanical stress.